Event description:
It was reported that there was separation between the main body and the twist clamp of a minicap transfer set. It was further described as "the switch (light blue and white) is damaged" and ¿the white switch lock is not tight¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Torque engagement testing was performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The product was within specification. Should additional relevant information become available, a supplemental report will be submitted.